Manufacturer narrative:
The device is expected to be returned but it has not yet been received. As additional information is received, a supplemental report will be submitted.

Event description:
It was reported that on an unspecified date, a chemotherapy drug leaked taxol from the tubing filter during therapy. There was patient involvement however there was no patient harm specified. No additional information was reported.

Event description:
Additional information received from the reporter states the leaking occurred 45 minutes after the infusion was started. In addition, it was also noted that the event occurred with tubing manufactured with an integrated filter at 272 ml/hr. The reporter mentioned that no alarms occurred on the pump due to the filter's location at the end of the tubing.

Manufacturer narrative:
Additional information: the device will be returned for further investigation. A device history review was performed for lot 876125h and no discrepancies that may have contributed to a complaint of this nature were found. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final visual, physical evaluation results indicated that the product met specification requirements.

Manufacturer narrative:
Additional information indicating the device, expected to be returned to the manufacturer, is no longer available and has been discarded was received. No additional information is available at this time.

Manufacturer narrative:
Additional information: (B)(4). The reported filter leak was not confirmed by investigation. A batch record review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements.